Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure and was not able to rewind. Customer blood glucose reading was 120 mg/dl. Troubleshooting was completed. The insulin pump was exposed to moisture. Insulin pump will be returning for analysis.